Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence on (B)(6) 2010; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. A root cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A system error (se) 2240 was found during a review of the logs of the homechoice (hc) device.